Event description:
It was reported that during the use of two preloaded intraocular lenses (iol), the surgeon encountered the same issue. When the surgeon attempted to position them by pushing the plunger, the lenses were not straight, resulting in the inability to implant them. Additionally, when the surgeon tried to remove the lenses from the introducer to inspect the problem, one lens rolled up on itself, while the other broke through the introducer. It is unknown which issue occurred with which lens serial number. No additional information was received. A separate report is being submitted for the other lens reported.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted.(B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.